Event description:
A customer had a problem with the kendall yankauer suction catheter. The customer alleges "that while using the yankauer suction catheter during a c-section procedure the blue tip detached. The md was using the yankauer to suction the body cavity; after removing the yankauer from the body cavity and wiping it with a towel to clear the bodily fluids the tip fell off. No patient injury or intervention required."